Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the cannula did not deploy. The needle only came out but did not retract into the pod after activation.

Manufacturer narrative:
The device was received with the needle mechanism partially deployed and the slide insert was not visible in the viewing window. The formed needle was visible in the exposed portion of the soft cannula. While opening the device, the needle mechanism fully deployed and the linkage assembly and formed needle fully retracted. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and housing occurred. The interference between the linkage assembly and top housing caused the cannula to not fully deploy and the needle to not fully retract. Further investigation found damage and debris on the mechanism rails. However, it can not be conclusively determined if this observation contributed to the reported events.